Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while upgrading a device's software. There was no harm or injury reported. The customer rebooted the device and the software upgrading successfully.